Event description:
Treatment for red blood cell exchange was set up and delivered to reinfuse the pt at 150%. Serum hemoglobin dropped post treatment to low levels. The as104 device (B)(4) will be evaluated. The rbc disposable set (p/n 9007601 lot# ylt061) was not retained for investigation. Device print-out was not provided for investigation.

Manufacturer narrative:
The us agent for the product in regards to FDA reporting is fresenius kabi, llc (B)(4). According to the hosp info the personnel was trained in the use of this device. The disposable set (p/n 9007601, lot #ylt061) was not retained for investigation. The as104 was re-checked by service tech and the device passed the preventative maintenance check without deviations. The full documentation, records and printer protocol (device printout) on the reported complete treatment needs to be obtained from the hosp to do an investigation of the incident.